Event description:
Device 2 of 3. Reference MFR. Report#: 1627487-2019-05860. 1627487-2019-05862.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 2 of 3; reference MFR. Report#: 1627487-2019-05860, 1627487-2019-05862.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 2 of 3. Reference MFR. Report#: 1627487-2019-05860, 1627487-2019-05862. It was reported the patient underwent a drg trial on (B)(6) 2019. Post-trial, the patient complained of severe headaches. The physician determined there was a csf (cerebrospinal fluid) leak during the dural tap, although no visible signs of a leak were noted. To address the issue, the physician explanted the system on (B)(6) 2019. The patient¿s headache has since resolved.